Manufacturer narrative:
MFR report number 3006695864-2013-00423 was sent in error and is a duplicate report to MFR report number 3006695864-2013-00422. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the 2 day post op exam with trace diffuse lamellar keratitis in each eye. The flaps were lifted and rinsed and the patient was treated with topical steroids. There was no loss of best corrected visual acuity.

Manufacturer narrative:
The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.